Event description:
It was reported while using bd lsrfortessa¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported that the sip was leaking - dripping. Per tsr when asked if biohazard was mixed with bleach/decontaminate: so the dcm pump is a small pump that pulls droplets away from the sit, when it cloges, the fluid drips, the only place bleach is mixed with anything is in the waste tank... I hope this helps... Was the leak liquid or air? Liquid was the leak contained within the instrument? Not contained was there spray of liquid under pressure? No what was the fluid that leaked? Biohazard did biohazard leak before or after the waste line? Unknown are you using this product for clinical diagnostic test? (Y/n) no were erroneous results reported and used to treat a patient?(y/n) no was there any injury or potential injury? (Y/n) no

Manufacturer narrative:
After further review MFR#(B)(4) is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd lsrfortessa¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported that the sip was leaking - dripping. Per tsr when asked if biohazard was mixed with bleach/decontaminate: so the dcm pump is a small pump that pulls droplets away from the sit, when it cloges, the fluid drips, the only place bleach is mixed with anything is in the waste tank... I hope this helps... Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after the waste line? Unknown. Are you using this product for clinical diagnostic test? (Y/n) n. Were erroneous results reported and used to treat a patient?(y/n) n. Was there any injury or potential injury? (Y/n) n.